Event description:
It was reported the pt underwent revision surgery due to their device "showing through their skin." It is unk where the site of the erosion was located. Add'l info has been requested, but was not yet available on the date of this report.

Manufacturer narrative:
Device code other: revision.